Manufacturer narrative:
(B)(4). This is a report of a use error/failed to follow therapy steps, where the patient extended their patient line past 34 feet. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to not extend the patient line beyond 34 feet (10.4 meters) for the standard set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a use error, where the patient reported using three extension sets coincident with automated peritoneal dialysis (apd) therapy. During a call for technical assistance to a baxter technical service representative (tsr), the patient reported that they were using three extension sets (12 feet each) during apd therapy. The tsr advised the patient that the use of three extension lines was too many. Extending the patient line beyond 34 feet impacts priming which can result in air infusion. Air infusion can cause shoulder and/or abdominal pain and may lead to serious injury. There was no patient injury or medical intervention associated with this event. No additional information is available.